Event description:
According to the event description there was an under infusion. Minimal information regarding the event was provided. The following were statements obtained: "9.21am; started , vol :60ml run for 15 mins; 9.45am vol :30ml(balance). 10.09am; started, vol 300ml run for 30 mins; 10.40am vol: 3/4 left." No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Additional information: d9 device not available for evaluation. The device was not available. Only the history data was sent for investigation. Results: the device history files were analyzed. The device history files from 2024-07-25 were investigated. A space line neutrapur was inserted and the infusion started with a rate of 240ml/h and a volume of 60ml at 9:26am. The volume was reached and the kvo mode (keep vein open) started at 9:41am. Different infusions was found and at 10:11am the described infusion was started. The infusion started with a rate of 600ml/h and a volume of 310ml. At 10:37am the pre-alarm "vtbi near end" occurred and four minutes later the infusion was stopped by the customer. At this time, 298,71ml was infused. No other abnormalities were found. Judgment: the complaint could not be confirmed.